Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while priming. The customer's blood glucose level was 89 mg/dl. The customer was advised to clear the alarm and disconnect and remove the reservoir from the insulin pump. Nothing further was reported.